Event description:
*Additional information received from legal on 01dec2023* legal case- (B)(4). It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014, and then experienced revision surgical procedure on (B)(6) 2023 approximately 9 years and 1 month after initial implant. No images were provided. There is no other information available. As directed by qa management: this legal complaint case is from the united states. The event did not occur in, nor is it reportable for brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.